Manufacturer narrative:
No device returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. A1,a2,a3,a4, b3,b6 and b7 were requested but not provided.

Event description:
It was reported that there was an infusion programming issue. In room 2722 ¿ one infusion noted to be programmed as basic infusion at 100ml/hr; sulfamethazole/trimetorprin 80mg/15mg hanging and infusing in basic infusion (100ml/hr -ordered rate 166ml/hr); there was an appropriate guardrails drug library entry ¿ smz- tmp (sulfamethazole/trimetorprin); per nurse feedback, the infusion data from previous administration was restored on device; provided support/assisted with promoting infusion into guardrails; a later review of infusion data in "emr" noted data not flowing correctly into patient¿s "I&o" documentation, i.e. Antibiotic information flowing to another line item (multivitamin); module was initially displaying as associated to antibiotic, however upon return, device was no longer associated to infusion. No adverse consequences to the patient were reported. The devices will not be returned for investigation.

Manufacturer narrative:
Upon clinical review; revised file from reportable malfunction to non-reportable as data not transferring correctly into the patients medical record does not impact the infusion therapy or the patient. The rn can manually correct the incorrect data in the patient's medical record. Updated h6 device code: from 2958 to 2896.

Event description:
It was reported from the cardiovascular intensive care unit (cvicu) that there was a data transfer issue. The nurse programmed the device as a basic infusion sulfamethazole/trimetorprin 80mg/15mg in 100ml at the ordered rate of 166ml/hour. There was an appropriate guardrails drug library entry ¿ smz- tmp (sulfamethazole/trimetorprin); per nurse feedback, the infusion data from previous administration was restored on device; provided support/assisted with promoting infusion into guardrails; a later review of infusion data in "emr" noted data not flowing correctly into patient¿s "I&o" documentation, i.e. Antibiotic information flowing to another line item (multivitamin); module was initially displaying as associated to antibiotic, however upon return, device was no longer associated to infusion. No adverse consequences to the patient were reported. The devices will not be returned for investigation.